Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the 37 units were on critical override mode. A technical support specialist (tss) dial in server found issue with cce, assigning case to iest. The tss dialed into the cce via securelink. The cce services were running, but mbms failed to respond and displayed the error failed to retrieve status data. Investigation revealed two pending windows updates requiring a restart. Stopped the cce services and performed a reboot. After restart, the system came back online with both cerner host connections established and all messages successfully drained to the es server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, 37 units were in critical override mode. The user noted that the local hit team confirmed no issues on their side and that the facility network was functioning normally. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.